Event description:
Medtronic representative reports impedance readings >4000 ohms on all of the bipolar pairs. Lead has been implanted since 1995. Electrode one appears to be open. All other contacts are okay. Patient unable to tolerate programming greater than 1.5 volts. Additional information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).